Event description:
It was reported that when using the bd pyxis¿ es server, report server was not functioning, displaying an error indicating that the etl process was delayed and report data was not current, which resulted in the inability to print reports and caused scheduled reports to fail to generate on time. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) processing was initially found to be down due to ssis errors related to a type cast failure in the "der report period" component, which caused the data flow task to fail and stop execution. A technical support specialist (tss) applied a fix to address the etl error, after which processing resumed normally. The status was communicated to customer, and the issue was successfully resolved with etl functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.